Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp noted the cassette of the homechoice set leaking from the side of the door. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.